Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due high current, problem isolated to connector. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had blank screen and had short battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.